Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after coronary angiography (cag), coronary artery bypass grafting (CABG) was planned, and an attempt was made to insert an impella cp for stabilization. However, the patient¿s systemic vascular calcification was severe, and the iliac arteries were markedly tortuous. Due to angulation of the common iliac artery (cia) and external iliac artery (eia), the pump could not be advanced. Attempts to use a stiff wire and buddy wire were unsuccessful. The contralateral side was unusable due to prior major lower limb amputation; therefore, an intra-aortic balloon pump (iabp) was inserted from the same side. There was a lack of understanding regarding the creation of a clinical investigation (ci) for anatomical non-passage, which resulted in a delayed report.